Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker's radio frequency telemetry was not pairing with the merlin@home monitor due to a software issue. A firmware update resolved the issue. The patient was in stable condition.